Event description:
It was reported that the patient's implantable cardioverter defibrillator(ICD) provided inappropriate pacing which accelerated patient supraventricular tachycardia(svt) into actual ventricular tachycardia(vt). The ICD performed a shock for the vt. No interventions were performed. The patient was in stable condition.